Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the poor image can be attributed to user error, improper handling as well as application of excessive force. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that the telescope, 30°, 4 mm scope was bent. The event occurred during an unknown diagnostic procedure. There was no report of patient harm or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, outer tube bent, objective lens broke, optical fiber system dark image, and dent on the window unit and funnel/cup. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.